Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor while trying to perform a reservoir and set change. Customer's blood glucose was unknown. The customer stated the drive support cap was out. The customer was advised that the pump will be replaced.